Manufacturer narrative:
Initial reporter zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth exchange and rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture and anxiety-product/procedure was reviewed on march 29, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.